Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, the guide catheter broke, and the stent was unable to be deployed. The procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, the guide catheter broke, and the stent was unable to be deployed. The procedure was successfully completed with a different device with no reported patient complications. The patient was reported to be in good condition after the procedure. On (B)(6) 2011, additional information was received for this complaint. It was reported that the guide catheter stretched. It was also reported that the broken guide catheter remained within the push catheter allowing the device to be removed in one piece.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no damage to the stent. The push catheter was found to be kinked near the proximal hub and the suture hole on the push catheter was found to be torn. The suture was intact at the distal end of push catheter. The guide catheter was stretched and broken close to proximal end. The distal end of guide catheter was found to have a kink/bend (suture impression). It should also be noted that the outer diameter of the guidewire used during the procedure was measured to be approximately 0.022", which is smaller than the 0.035" guidewire which is indicated to be used with this device. No damage was noted to the guidewire. The condition of the returned device was consistent with the complaint that the guide catheter broke into two pieces. It is likely that the noted defects occurred due to procedural or anatomical factors encountered during the procedure (such as tortuous anatomy or handling of the device). Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.